Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Event description:
It was reported that bd alaris extension set had air in line the following information was received by the initial reporter with the following: verbatim: rcc received a complaint via email. Email(s) attached. Customer reporting air below the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed